Event description:
It was reported that the patient feels, and is consequentially woken up, when the device capture management feature is taking place every night. It was later reported that the lead exhibited oversensing with noise and a high capture threshold. The lead was capped and replaced. While attempting to connect the new lead with the device, the setscrew would not align with the superior vena cava coil of the lead and the setscrew could not be tightened. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.